Event description:
It was reported that during implantation of a bifurcated device, a suprarenal and an infrarenal aortic extension, an endoleak occurred and remained unresolved. Reportedly, during deployment of the suprarenal aortic extension, it was observed under angiography that the aortic extension was located under the left renal and had very little seal adjacent to the right side resulting in a proximal endoleak on the right side. The physician ballooned the aortic extension applying upward pressure during dilatation. However, the extension settled down and the proximal endoleak worsened. An infrarenal aortic extension was placed up to the left renal artery and was ballooned. Seal was improved; however, the endoleak from the suprarenal extension was not allowing fully seal of the infrarenal extension. A balloon-expandable stent was placed and inflated in an attempt to force the infrarenal aortic extension to expand over the proximal aortic wall. Final angiogram demonstrated a very late proximal endoleak; however, this was attributed to type ii endoleak, as there were two sets of lumbar arteries coming in at the mid-point of the proximal aortic neck and distal point of proximal neck. The physician will monitor the patient and perform a 30-day follow up cta to determine if the endoleak type ii resolved.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The sample was not returned for evaluation. Medical records were not provided for clinical assessment; however, still angiogram images and procedure planning form were provided and reviewed by medical director with the following impression: the notes indicate this was anticipated to be a tough case. The problem was the attempt to deploy the device off label. A short, angulated neck created the anticipated outcome. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling .the lot usage history shows that no other units from this lot have been involved in similar event. Based upon the investigation findings, the root cause for the reported event is determined to be related to patient anatomy.